Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted general pancreatoduodenectomy surgical procedure, the customer reported that sparking occurred when firing with maryland bipolar instrument. The customer stated there was no patient damaged and site was continuing with another instrument. Tse observed no errors in the system logs. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. Instrument was inspected prior to use. There was no damage out of the ordinary. Cannula was inspected prior to use. Pin gauge was used to inspect cannula. Arcing was observed from the base of the jaw. Customer used a force triad w60. Instrument was use for 6 hours before arcing. Instrument available. No patient demographic information.